Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous left main artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, the distal shaft of the balloon catheter was broken. The device was completely removed by balloon hug technique. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at the mid shaft bond. The shaft and balloon were not returned. There was 4mm of adhesive present on the midshaft weld, which is passing per specifications which requires a minimum of 3mm. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous left main artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, the distal shaft of the balloon catheter was broken. The device was completely removed by balloon hug technique. There were no patient complications reported and the patient was stable.